Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20march2019. (B)(4). Reporter phone number unknown. The philips service engineer replaced the battery to address the issue and the ventilator passed all testing.

Event description:
It was reported that the ventilators battery would not charge. There was no patient harm reported. The event date was not specified; estimate used.